Event description:
Per provider capacitor has a short circuit. Per independent repair center statement, the capacitor has a short circuit. The key failure was capacitor shorted, pilot valve sticking.additional malfunctions tie wrap, leaking.